Event description:
3 superficial tiny cuts (skin laceration). Case description: non-serious. This case is a spontaneous report from the united states referring to a male patient. The patient's mother reported this case. Medical history included hydrocephalus. No concurrent illnesses, allergies or concomitant medications were reported. In 2006, the patient received nutropin aq (1.4 mg, 6/week, sq), via nutropin aq pen, for growth hormone deficiency. The lot number for nutropin aq was not reported, the lot number for nutropin aq pen was e082. The first puncture date of lot number e082 and the patient's prior history to lot number e082 were not reported. The most recent date of administration prior to the event was in 2007. Six months earlier, the patient presented with 3 superficial tiny cuts (skin laceration), due to pen/active needle shield being jammed and needles becoming bent. The mother reported, that the active needle shield was "not fitting as snugly as it used to, and was wiggling, thus not allowing needles to pass through". This was the only part of the pen that did not seem "just right", to the mother. It was noted that the needles became bent four out of six times in the week, before the mother contacted the pen hotline. When the passive needle shield was put on the pen in troubleshooting with the pen hotline, the needle did pass through, but was off center. The mother's injection technique was reviewed, and she reported that she was injecting at a 90-degree angle, and she was twisting the needle onto the pen appropriately. It was noted that the tiny cuts also occurred one day later and one day following. It was not noted whether the patient continued or discontinued treatment with lot number e082, or if the patient switched to a different lot number. Relevant laboratory tests, treatment for the event and action taken with nutropin aq pen were not reported. At the time of this report, the event outcome was not reported. The patient's mother did not provide a causality assessment of the event skin laceration in relation to nutropin aq. No other suspected causes were identified. The report was forwarded to genentech product quality. Additional information has been requested.